Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The analyst noted that no guidewire was returned. Testing with a fresh guidewire passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead placement the lead was sticking to the guidewire resulting in dislodgement when the guidewire was pulled back. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.